Event description:
It was reported that during a follow up, high thresholds were noted. Dislodgement via x-ray was observed. The lead was repositioned successfully.

Manufacturer narrative:
No medwatch form was received.